Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced shocking sensations in the neck area upon movement. The device underwent reprogramming which resulted in better coverage and no noticeable shocking sensations. The patients status was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v588050, implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3550-39, lot# n332912, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-39, lot# n280997, implanted: (B)(6) 2012, product type: accessory. Product ID: 355531, lot# n337212, implanted: (B)(6) 2012, product type: screening device. Product ID: 3487a-45, lot# v588050, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).